Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During initial evaluation of the device, the cable unit was determined to be faulty. The cable unit was replaced. As a result of refurbishment, the device has been restored to olympus original factory specifications. Based on the results of the investigation, the cause of the faulty cable unit could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for use the image did not appear. The customer was setting up the rooms to use the cameras on the patient and these issues arose. There was no patient injury reported.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image¿ was confirmed. The unit was showing an error " e224 camera head not communicating with tower¿ due to faulty cable unit. The cause of the cable failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.